Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014. Corrected information: device evaluated by manufacturer should be blank. The product was not returned.

Event description:
It was reported that when the patient presented in clinic for a follow up, the right ventricular lead was capped and replaced on (B)(6) 2020 due to high and out of range pacing impedance. There were no patient consequences.